Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been receiving no delivery alarms for the last 2 months. The customer stated that sometimes he has to change the set up to 5 times it works but then her blood glucose would rise to 400 mg/dl and when checking the site, the cannula would be bent. Customer was advised to disconnect at the quick release and run fixed prime, insulin did not exit. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and perform manual prime; the insulin pump did not alarm no delivery. Customer was advised the device is working as designed and the alarm was caused by a set/reservoir occlusion. Customer mentioned there might be an issue with the lot of reservoirs and infusion sets she has. Reservoir replacements would be sent.